Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported balloon rupture appears to be related to operational context. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is likely that the balloon interacted with the mildly tortuous and moderately calcified anatomy resulting in the reported balloon rupture during inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a moderately calcified and mildly tortuous lesion in the left anterior descending (lad). A 2.0x15mm mini trek rx balloon dilatation catheter (bdc) was prepared and advanced to the lesion with no noted issues; however, during the initial inflation the balloon was noted to rupture. Therefore, the bdc was removed and a 2.0x15mm non-abbott bdc was used to continue and complete the procedure. There were no adverse patient effects nor clinically significant delay in procedure reported. No additional information was provided.